Manufacturer narrative:
Based on the information provided and with no device returned, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1028103) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
A (B)(6) male patient underwent an interventional carotid procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath with angiomax on board. A pre-procedural femoral angiogram was taken which revealed a good-sized vessel and no presence of disease. Following the procedure, a physician who is a trained user of the mynx, chose the device to close the access site. The physician prepped the balloon and deployed the device per the instructions for use (IFU). Post deployment, the physician proceeded to remove the device and oozing was observed at the puncture site. An additional 6 minutes of fingertip compression was applied. When the pressure was released, pulsatile blood flow was noted so a femstop was applied and hemostasis was successfully achieved. It was also reported that the patient's pedal pulses were normal so the patient was ambulated and discharged to home per hospital protocol. There was no report of patient clinical sequela.